Event description:
It was reported that right ventricular (rv) lead and the atrial lead dislodged shortly after implant. The rv lead was repositioned and remains in use. The physician felt that the torque mechanism of the atrial lead may have been compromised, so the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead, (B)(6) 2013. A dtba1d4 implantable cardioverter defibrillator, (B)(6) 2013. A 4592 competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.